Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. It was reported that the balloon ruptured and blood was found in the vacuum path. All of the blood contaminated parts were replaced (tubing assembly, purge valve assembly, condensation removal module and safety disk). The iabp then passed all functional and leak tests and returned to clinical use.

Event description:
It was reported that while in use on a patient a cs300 intra-aortic balloon pump with linear 40cc iab catheter generated a "blood detected" alarm. The user checked the tubing but no blood was found. Later on another alarm "check iab catheter" was generated and the user found there was blood in the tubing. No patient harm or adverse event was reported.